Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive no delivery test due to no button response. Used a test keypad, unit responded properly to button presses. No frozen screen noted and the time advanced. Unit had cracked display window and cracked case at display window corner (upper right corner, lower left and lower right corners). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 19 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.